Event description:
It was reported that the ventilator failed the internal leakage and safety valve tests during pre. Use check. There was no patient involvement. Manufacturer's ref.#: (B)(4).

Event description:
Manufacturer's ref #: 337807.

Manufacturer narrative:
The ventilator was investigated on-site by our field service engineer. The reported failed internal leakage and safety valve tests during pre-use check could be confirmed. The safety valve was replaced but the ventilator still failed internal leakage test. Further investigation found that the safety valve membrane in the inspiratory pipe was mounted upside down. The membrane was reseated in its correct position and the ventilator now passed a complete pre-use check and was returned to clinical use. No parts were returned for investigation. Provided ventilator logs confirm the failed internal leakage and safety valve tests during pre-use check. The logs do not contain any technical error codes indicating any ventilator malfunction. The root cause of the reported failed pre-use check is most likely the incorrectly mounted safety valve membrane and not a failure in the safety valve itself.

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
Note. This complaint was reopened as the reported safety valve was returned for investigation. The ventilator was investigated on-site by our field service engineer. The reported failed internal leakage and safety valve tests during pre-use check could be confirmed. The safety valve was replaced but the ventilator still failed internal leakage test. Further investigation found that the safety valve membrane in the inspiratory pipe was mounted upside down. The membrane was reseated in its correct position and the ventilator now passed a complete pre-use check and was returned to clinical use. Provided ventilator logs confirm the failed internal leakage and safety valve tests during pre-use check. The logs do not contain any technical error codes indicating any ventilator malfunction. An inspection of the returned safety valve showed no anomalies. The shaft slid easily and coil resistance was normal. When tested in the reference ventilator the safety valve worked according to its specification. Several pre-use check and extra internal leakage and safety valve tests passed. Simulated use test ventilation ran for four hours without issues. The root cause of the reported failed pre-use check is most likely the incorrectly mounted safety valve membrane.